Event description:
Pt was being 100% paced on ccu zoll defibrillation/pacer with settings of ma 90 and rate 70. At 2145 cardiac/monitor showed asystole. Upon entering room found zoll defib/pacer not functioning. The unit was plugged in properly but the screen was blank and not pacing. CPR was initiated and code a called. A second zoll defib/pacer was obtained and pt attached with 100% capture restored.